Manufacturer narrative:
The calibration and qc recovery data provided were acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. Abnormal kinetics were observed for the initial sample run. The reaction curve is consistent with a pre-analytical issue. Additionally, there are sample short alarms that belong to the instrument, which may be traced back to non-ideal pre-analytical conditions. The service maintenance actions performed by the fse resolved the issue. The cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The alarm trace showed sample short alarms. The customer performed a precision check and found that triglycerides did not pass. The customer also performed a system wash. The field service engineer (fse) performed a hardware check, checked the cuvette wash liquid level, checked the rinse tube, performed a reagent carryover check. The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the initial results as it did not match the patients' previous results which prompted them to repeat the samples. On (B)(6) 2025, sample 1 had an initial result of 388 mg/dl. The sample was repeated and the result was 155 mg/dl. The sample was repeated again on another c503 analyzer and the result was 157 mg/dl. On (B)(6) 2025, sample 2 had an initial result of 212 mg/dl. The sample was repeated twice and the result was 114 mg/dl and 115 mg/dl. No questionable results were reported outside of the laboratory.